Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that split PICC x2. Course of treatment changed: yes; to be confirmed whether new piccs inserted other actions taken: yes; piccs removed this report addresses the second PICC.

Event description:
It was reported that split PICC x2. Course of treatment changed: yes; to be confirmed whether new piccs inserted other actions taken: yes; piccs removed this report addresses the second PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking catheters was confirmed. The product returned for evaluation was two 4fr s/l powerpicc solo catheters. Usage residues were observed throughout both samples and needleless injection caps were attached to both luer adapters. Inspection of the first sample (sample 1) revealed a partially circumferential split at the 5cm depth marking. The split occurred in the vicinity of a permanent kink impression. Multiple additional kinks were observed near the spilt region. Inspection of the second sample (sample 2) revealed a longitudinally aligned split between the 11cm and 12cm depth markings. The split occurred at the corner of a permanent kink impression. The split occurred within a longitudinal extrusion feature. Attempts to infuse water through the samples using a 12ml syringe revealed both samples to be patent to infusion; however, leaks were observed at both split sites. Both samples kinked preferentially at the kink impression sites during manual manipulation. Microscopic inspection of the splits revealed granular fracture surfaces. Material buckling and discoloration were observed in the vicinities of the splits. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack(s) in the catheter. H3 other text : evaluation findings are in section h.11.